Manufacturer narrative:
(B)(4).

Event description:
Explant due to infection around implant site shortly after revision surgery. On (B)(6) 2010 - original right ear implant by dr. (B)(6). On (B)(6) 2010- turn on, feedback noticed. Pt wants more gain. On (B)(6) 2010, fitting, feedback noted. On (B)(6) 2010, fitting, feedback noted. On (B)(6) 2011, trans-mastoid revision to receive more gain, reduce feedback. A lot of fibrotic tissue found. On (B)(6) 2011, turn on. A seroma/abcess is found over the sp implantation area. On (B)(6) 2011, fitting. Infection noted behind the ear over the incision area of the sp. Patient is on antibiotics and physician says there is no inner ear infection. On (B)(6) 2011, necrotic tissue around the incision sight was noted and the entire device was explanted (no formal report available). Just under 6 months after (B)(6) 2011 trans-mastoid revision; symptoms of infection just 2 months after revision.